Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured under rated burst pressure. The device was completely removed from the patient's body and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.